Event description:
It was reported in a journal article that the patient experienced sleep disturbances, dysphagia, and sleep apnea due to vns stimulation. As a result the patient's device was turned off and the severe obstructive sleep apnea resolved. The patient had no pre-existing sleep disorders. It was also noted the patient was on high vns settings and multiple medications but his seizures remained uncontrolled. The apneic events led to the decision to disable the patient's device. No additional relevant information has been received to date.